Event description:
The rptr stated that rptr did back to back (rapid succession) blood glucose tests, using the same finger. Rptr reported results were 37 and 200 mg/dl. Rptr did not have any symptoms. A control test of 125 was in range. On followup, the rptr did not wish to troubleshoot any further, or give add'l info on the reported tests. No harm was alleged.